Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver for the printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a "charger" error message. No pt injury was reported.